Event description:
There was a defect in the valve of the sheath. The sheath was removed and replaced with no reported harm to the patient. Manufacturer response for steerable sheath, 13f (4.3 mm), faradrive steerable sheath, clear (per site reporter).